Event description:
Customer states, they performed a red blood cell antibody screen (pooled cells) on the galileo and received unexpected negative reactions for a donor sample in 2006. Customer states, that a week earlier, the same donor was tested on the galileo and a positive red blood cell antibody screen (pooled cells) was noted. Customer states, that the donor is a known anti-u. Manual tube testing was performed by the customer and positive reactions were observed for antibody screen.

Manufacturer narrative:
The customer's instrument was accessed and the image files for the microplate used to process the run with the discrepant result was analyzed. The image appeared negative and it was verified that the instrument called the image negative. In-house donor samples and the customer's submitted sample were tested using crrs, lot n087 on in-house galileo. The in-house donor samples were nonreactive, as expected. The customer's sample was reactive. Although a transfusion of incompatible blood did not occur, the potential for transfusion of incompatible blood exists.